Event description:
It was reported that rep was setting up for case and noticed that instrument spring mechanism was broken.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the xia anterior connector holder was confirmed to have a fractured spring arm via a visual inspection. The instrument is missing one of the two arms which act together as a spring. The most likely factor which may have contributed to the reported event could be the age of the instrument. The instrument was most likely manufactured in 2006 based on the lot #. Conclusion: any instrument could experience excessive loads and fatigue over time, leading to a fracture as witnessed in this event. However, this cannot be determined conclusively.

Event description:
It was reported that rep was setting up for case and noticed that instrument spring mechanism was broken.